Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in the report which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
On (B)(6) 2016, a patient in (B)(6) had percutaneous endoscopic gastrostomy (peg) tube placed. On (B)(6) 2016 patient experienced constipation, sweating and abdominal pain on left side. The patient was hospitalized and a scan was performed with no unusual findings. On (B)(6) 2016, the patient was diagnosed to have peritonitis with fibrin in all 4 quadrants. The physician indicated that there was a leakage at the passage from the peg sonde in the stomach (absence of local cicratisation). The peritoneal cavity was washed (lavage) abundantly and the sonde was refixated. Two tile drains were placed. CT = at the right. Stercoral collection of 6 cm with aeric dissections probably perforation."

Manufacturer narrative:
(B)(4). A batch record review was performed for the lot number provided. All parameters were within specifications including sterilization criteria. No non-conformances or deviations were identified. The batch record review did not identify any probable or root causes that would contribute to the patient's condition. The abbvie tubing is performing as expected. No confirmed trends were identified. If any further relevant information is identified or obtained, a supplemental medwatch will be filed